Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappears, which the caller understood and acknowledged.